Event description:
The report stated that during a hysterectomy, the ligasure atlas was clamped on the round ligament, a sealed and cut ok but then would not release. The surgeon tried resealing and cutting several times. The surgeon then used cautery scissors to cut around the atlas and remove it. There was no complication for the patient.

Manufacturer narrative:
While the evaluation of the incident, device showed the device performs according to specification, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Additionally, covidien lp (formerly valleylab) has also found that if the jaws are not cleaned as instructed in the IFU, eschar can buildup and cause the jaws to stick to the sealed tissue. Covidien lp (formerly valleylab) has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. A copy of this hotline bulletin has been sent to the customer.